Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence."

Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet bionic pancreas, and attempts to reach the user by phone were unsuccessful with no voicemail left. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond attempted outreach, and no hospitalization. Investigation included a review of available complaint details. Investigation of this case revealed insufficient information to identify a device malfunction or use-related issue. It was concluded that the cause of the hypoglycemia was unclear and no device problem could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.